Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation/burn. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient suffered a bad rash and chemical burns from wearing a pod. The site was painful and itchy.